Event description:
It was reported that the patient received inappropriate therapy and there was high impedance on the right ventricular (rv) lead. During the explant procedure, the physician inadvertently punctured the lead insulation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy and there was high impedance on the right ventricular (rv) lead. During the explant procedure, the physician inadvertently punctured the lead insulation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found. Visual analysis indicated explant damage. Performance data collected from the device was received and analyzed. Results indicated oversensing and out of range high impedance on the right ventricular (rv) lead.